Event description:
It was reported to philips that the customer requested a battery replacement for repair. There was no reported patient or user involvement and no adverse patient/user impact. The customer decided not to buy a replacement battery.

Event description:
It was reported to philips that the customer requested a battery replacement for repair. There was no reported patient or user involvement and no adverse patient/user impact.